Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed little signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did return, but received a battery out limit alarm and a failed battery test alarm. After troubleshooting for failed battery test alarm, insulin pump continued to receive a failed battery test alarm. Customer was advised that insulin pump would need to be replaced.